Event description:
Overdelivery reported. The pump was in use infusing morphine; setting were not recalled, however, the "pt was receiving a lot of medication due to severe discomfort." The nurse reports that the medication syringe "emptied too soon." The amount/time period of the delivery was not recalled. The pt was also receiving an ativan infusion. He became lethargic and diaphoretic. Medial personel thought this was due to the ativan, so the pt rec'd romazicon. The pt "woke up, was nauseated, then went back to sleep." It was then noted that the morphine had infused sooner than expected. The pt did not receive narcan due to the extent of his discomfort. The morphine was discontinued and the pt was monitored closely until the narcotic effects wore off over time. There were no adverse sequelae reported. No further info was available.

Manufacturer narrative:
The device passed performance verification testing. The device history malfunction log registered fifty malfunction 1a codes. This indicates a cpu/display pwa failure which is not related to a report of overdelivery. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare pca products is 2.67/million sets.